Manufacturer narrative:
(B)(4)

Event description:
Procedure: tep hernia repair. According to the reporter: a doctor confirmed the balloon could not inflated. Operating time not extended. New one was opened to complete the case with no problem. No patient harm. The patient current status: good reported no problem in release from tissue. Tissue damage: no. Nothing fell into the cavity. No bleeding. No info of lot# is available. In case lot# is identified after arrival of sample, I will add it on cts. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of manufacturer : unknown nothing of adverse event caused by extension of or time was reported. "No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used."